Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a hemorrhoidectomy procedure, that during assembly of the instrument to the handpiece, the 4-40 stud broke off the handpiece. There was no patient consequence.